Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and frozen on the quick bolus screen. Additionally, it was reported that a "button stuck" notification occurred. Customer's blood glucose was 307 mg/dl. Upon follow-up with tandem technical support (cts), contact alleged the pump was operating as intended and declined further troubleshooting with cts.